Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that they were experiencing, "a lot of irregular beats that might stem from the pacemaker." The implantable pulse generator (ipg) was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.